Event description:
Event description guidant received information that one day post implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing resulting in pacing inhibition.